Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented in-clinic for an implantable cardiac defibrillator change out, the right ventricular lead was found to be sensing at a lower r-wave amplitude after the new device was implanted. The lead was capped and replaced successfully on (B)(6) 2019. The patient was stable following the procedure.